Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the active blade broke off intra-op in the laparoscopic surgical field. The tip was retrieved by the surgeon without any negative pt consequence. Case completion unknown. No further pt consequence.